Manufacturer narrative:
One used sample and one unopened sample was used for quality evaluation. The unused sample was opened visually inspected. There were no issues identified. The sample was then primed and no leaks, air-in-line or occlusions identified. A simulated infusion was then conducted and there was no issues found with the sample during normal handling. The second sample was visually inspected and it was identified that the tubing separated at the inlet port of the y-site smartsite below the pumping segment. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. Based on the investigation and evaluation at the manufacturing facility, the potential root cause of the tubing separation was that the tubing was extruded incorrectly causing a defect in the tubing. This defect can cause a poor bond between the inlet port of the smartsite and the tubing, allowing for the tubing to separate. The tubing extrusion team was notified of the failure mode reported and has been reported to notify of any abnormal conditions. A device history record review for model 2426-0007 lot number 25093005 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: customer states that the tubing came apart at the y, just below the clamp - not the roller clamp, the other clamp. Occurrence: 1. Additional information received from the customer: could you please provide a further description of the issue? A nurse was hooking a patient up for treatment, and the tubing (item and lot number below) came apart. The location of it coming apart was at a connection below a y site on the tubing. Can you please provide the material and lot number associated with reported issue? Item is 2426-007 and the lot # is 25093005 what was the impact to the patient? There was no harm to the patient however due to it being discovered prior to starting the infusion. However, if the issue with the tubing were not discovered prior to starting the infusion the tubing could have come apart with hazardous drug present in the tubing and therefore patients and staff may have experienced unnecessary and potentially harmful exposure to hazardous drug.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.